Event description:
It was reported that the back-up battery was changed to the primary system controller by a local vad center. The system controller was not swapped out as had been requested. As of 23feb20201, the patient had another battery fault and at this time, the system controller was exchanged.

Event description:
It was reported that the system controller was exchanged due to a backup battery fault on primary systen controller.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported backup battery fault was not confirmed. The heartmate iii system controller (serial #:(B)(6) was not returned for analysis and no log files were submitted for review. Additional information communicated on 23feb2021 indicated that the controller had another backup battery fault and was exchanged. Multiple good faith efforts were sent asking if the exchanged system controller would be returning; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (doc. #10006136, rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: hsc-085796) was manufactured in accordance with manufacturing and qa specification. No further information was provided. The manufacturer is closing the file on this event.